Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump's buttons were hard to push, sticky or sometimes unresponsive. The customer¿s blood glucose level was unknown. The customer also reported that there was while changing the reservoir a pieces of plastic chip off from the reservoir. Customer stated that the insulin was squirted out instead of dripping. The customer was advised to discontinue the use of insulin pump and revert to backup plan. The device will be returned for analysis.